Manufacturer narrative:
Records indicate this system remains in service without further complication. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that at the implant procedure the leads were connected to this implantable cardioverter defibrillator (ICD) with no anomalies noted. After the device was placed in the pocket and two layers had been sutured, noise was observed on the rate/sense channel of this implantable defibrillation lead. The pocket was reopened, the lead was disconnected and reinserted into the header with no further noise observed. Boston scientific technical services (ts) discussed the noise may have been due to air bubbles escaping the device header. No additional adverse patient effects were reported.